Event description:
It was reported that the healthcare professional interrogated the pump and updated the reservoir volume to 20 ml. It was then realized that the correct drug for refill was not available, so the reservoir volume was changed back to 8.4 ml. This caused a low and empty reservoir alarm. The alarms were cleared successfully. There were no patient symptoms. The drugs in the pump were bupivacaine, baclofen, and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).